Event description:
The initial reporter complained of discrepant negative results for 1 patient tested with the combur 10 test m urine test strip on a cobas u411 urine analyzer. The initial protein result from the urine test strip was 25 mg/dl. The 1st repeat result was negative. The 2nd repeat result was 100 mg/dl.

Manufacturer narrative:
The cobas u411 urine analyzer serial number was (B)(6). The test strips were requested for investigation on 28-mar-2025 and received on 17-apr-2025. The investigation is ongoing.

Manufacturer narrative:
Section d9 was updated. One vial of combur10 test m strips, lot number 80061901, was received, containing 82 of 100 test strips. The vial showed no signs of damage or abnormality. The customer material and the retention material lot number 80061900 were both measured on a cobas u411 urine analyzer at the investigation site with 0-native-urine, a protein-dilution series, and biorad qc solution. All results fulfilled the requirements, and no false negative results for protein were observed. There were no other complaints similar to this issue with this reagent lot number (80061901). The investigation did not identify a product problem. The cause of the event could not be determined.